Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on the (B)(6) 2014 and performed to specification up to the (B)(6) 2015. Multiple manual power ups mainly of ten minutes duration were observed between the (B)(6) 2015 and the (B)(6) 2016. During this time a further pad-pak was installed. Investigation found the reported fault was attributed to membrane failure. The ten minute time outs would confirm a failing membrane. The fault was witnessed during the investigation and the fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.